Event description:
The event occurred during installation. The machine could not be installed for the last 5 years as the site was not ready for installation. It was reported that the hl 20 device displayed the error message "fuse" and that the battery need to be replaced. No harm to any person reported. Complaint ID: (B)(4)

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2026-06-25. The failure could be reproduced and the batteries and the console control module were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the indian market on a significantly similar device to "hl 20, 4-pumps console base", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for hl 20, 4-pumps console base with catalog number 701028580, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.